Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l37097, implanted: (B)(6) 1995, product type: catheter. (B)(4).

Event description:
Additional information was received and it was reported that the nurse practitioner put 17 ccs of the pump medication (hydromorphone and clonidine) into the patient¿s body instead of the pump. They called a code on the patient on the steps of the hospital. The patient¿s pulse was 40 and the patient had stopped breathing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the nurse overdosed the patient with 1ml of medication that when "straight" into his system, which caused him to not be able to open his eye and they ¿pronounced a code on him¿. Per patient this was 3-4 years ago, however his wife indicated this was shortly after his implant in 2007. Drugs in the pump at the time of this event were not specified although currently patient had clonidine and hydromorphone in the pump.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that at the time of the refill the nurse had let another person due to refill after explaining she was in training preparing to work in hospice. As a result the patient coded and "almost died."